Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has a chronic driveline infection which started with his controller falling out of bed. There was no report of any alarms. The patient is being treated with antibiotics; coverage and course is unspecified. No further information is available at this time.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported event of a driveline infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was asymptomatic at the time of the reported event.